Event description:
It was reported that the pump requested a minimum of 50 units after attempting to load a previously-used cartridge. The customer tried adding more insulin, overfilling the cartridge, but the issue persisted. Tandem technical support had customer load a new cartridge. Customer did so and wa able to complete the load process successfully and resume insulin delivery, there was reported no impact to the customer's blood glucose level.

Manufacturer narrative:
The t:slim pump user guide stated to only use single-use, disposable t:slim cartridges. The efficacy of your t:slim pump can not be guaranteed if cartridges are filed more than once. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.